Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the coil embolization treatment of the ruptured aneurysm, the guidewire stretched and broke during manipulation. Different techniques were used to remove the broken wire fragment without success. The broken fragment remained in the a2 segment of the right internal cerebral artery without completely blocking it. The patient was administered double platelet anti-aggregation (dose and pharmaceutical manufacturer unknown) medication. Patient¿s was reported to be in bad clinical condition due to the subarachnoid hemorrhage. No further information is available.

Manufacturer narrative:
Age at time of event: added. Gender: added. Executive summary: additional information received from the study facility indicated that the patient presented with ruptured aneurysm and the sub arachnoid hemorrhage pre-procedure. Therefore the "hemorrhage, subarachnoid" code previously filed in initial MDR is no longer applicable to this event. Expiration date: added. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Therefore the assignable cause for the device break which led to un-retrieved device fragments could not be determined. The reported patient stroke is a known and anticipated complications to these types of procedures and patient condition, and is listed as such in the device directions for use. As such, a cause classification of anticipated procedural complication was assigned to the reported patient stroke.

Event description:
The patient presented with ruptured aneurysm and sub arachnoid hemorrhage pre-procedure. It was reported that during the coil embolization treatment of the ruptured aneurysm, the guidewire stretched and broke during manipulation. Different techniques were used to remove the broken wire fragment without success. The broken fragment remained in the a2 segment of the right internal cerebral artery without completely blocking it. The patient was administered double platelet anti-aggregation (dose and pharmaceutical manufacturer unknown) medication. The patient was reported to be in bad clinical condition due to the subarachnoid hemorrhage.

Manufacturer narrative:
Executive summary corrected to update the information for stroke.

Event description:
The patient presented with ruptured aneurysm and sub arachnoid hemorrhage pre-procedure. It was reported that during the coil embolization treatment of the ruptured aneurysm, the guidewire stretched and broke during manipulation. Different techniques were used to remove the broken wire fragment without success. The broken fragment remained in the a2 segment of the right internal cerebral artery without completely blocking it and patient suffered a stroke. The patient was administered double platelet anti-aggregation (dose and pharmaceutical manufacturer unknown) medication. The patient was reported to be in bad clinical condition due to the subarachnoid hemorrhage. In physician¿s opinion the cause of stroke was probably a combination of preexisting condition, difficult anatomy and/or extended intervention time due to tearing of the wire fragment